Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks. The patient noted the adhesive was wet and the cannula appeared bent. A manual insulin injection was administered to treat the hyperglycemia and the patient's bg levels reduced to 5.6 mmol/l (100 mg/dl).

Manufacturer narrative:
The returned device was evaluated and performed as designed. There was no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to a deficiency in insulin delivery. The soft cannula was inspected and no bends or kinks were found. The pod did generate an alarm, a safety feature, indicating an occlusion. The cause of the occlusion is not known. No problem was found.